Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported disengagement was confirmed through inspection of the device. The inspection revealed a large indentation on the bone screw head as well as excessive deformation on the edge of the screw head. The large indentation suggests over-torqueing of the device possibly during provisional and final tightening, which is supported by the deformation observed on the tulip threads and retaining clip. Conclusion: the most likely of the customer reported event is over-tightening of the blocker during the initial surgery with possible lack of fusion contributing to the event.

Event description:
It was reported that; revision surgery due to broken tulip head on iliac screw.

Event description:
It was reported that; revision surgery due to broken tulip head on iliac screw.